Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user observed the spring wire guide (swg) to be bent during insertion. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond replacement with another device.